Manufacturer narrative:
Exemption letter e2013012 alma ltd. (Manufacturer) is submitting the report on behalf of alma, inc. (Importer). Section h3: alma inc. (Importer) has inspected the device and found it to be performing within the manufacturer specifications. Based on the information provided by the account, alma ltd. Chief scientist officer determined that given the patient skin type and multiple areas treated, conducting a skin test prior to the treatment could have prevented this untoward skin reaction. Alma approached an independent medical expert for a formal medical assessment. As per the assessment, the injury was reversible and therefore, this event was deemed to be non-reportable at the time. (B)(4) performed patient follow-ups to inquire about patient's condition. On 12/26/2018, the facility reported that the patient seems to be healing well but would require laser resurfacing to correct scarring in at least one of the treated areas. Alma inc. Requested the facility to provide patient photographs for assessment; as of today no photographs have been received. In the absence of visual evidence, alma cannot validate the presence of scars. Based on internal company procedures, alma is submitting the report to the FDA at this time.

Event description:
The suspected device was used on patient's back of legs (calves), elbows, buttocks and hips (outer) for hair removal. As per the facility, patient with skin type v/vi sustained blisters and burns on all areas. The facility provided care for wounds by cleaning and hydrating. Patient was also provided aloe/aquaphor. These injuries were diagnosed as 1st and partial 2nd degree burns.